Event description:
(B)(6) bayer rep reported a contour normal control result to be 13.7 mmol/l. The approx range is 6.6-9.0 mmol/l. Test strips were replaced and strips in question are to be returned for eval. No adverse events were alleged.